Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the ccd signal wire fluid damage, the segment fluid damage, the control body fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the ccd drive pcb fluid damage, the lg connector fluid damage, the insertion flexible tube buckled, the light guide cable buckled, the control body corroded, the mechanical base plate corroded, the lg connector corroded, the operation channel (primary) leak, the remote control buttons cut, the operation channel (primary) resistance, the insertion flexible tube discolored, and the r/l knob white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).